Event description:
Clinical study-92 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was a 3.0 mm left circumflex (lcx) artery lesion. The lesion was not predilated. The physician deployed a taxus express2 8.8% 3.0 x 20 mm drug eluting stent. The stent was post dilated. The cause of death has been reported as copd and atrial fibrillation. Additional info has been requested.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid to distal cx with 85% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0% following post-dilation. There were no reported complications and the pt was discharged two days later. The pt presented in about two weeks later with a thick, purulent cough and bilateral calf pain (cramping). It was noted the pt had not been taking their potassium secondary to gastrointestinal intolerance. It was also noted that the pt had been treated two weeks prior to this admission for an apparent exacerbation of copd, for which pt was given antibiotics and an increase in their prednisone dosage. On examination, it was noted the pt's heart had an irregular rate and rhythm. The pt had recently been taken off sotalol secondary to a restrictive pulmonary pattern. Peripheral edema was also noted, suggesting possible congestive heart failure. The pt was started on digoxin and diuresed with lasix. The pt continued in atrial fibrillation with rapid ventricular response and was started on diltiazem, with symptomatic relief. Prednisone was once again increased and the pt was prescribed a 7-day course of augmentin. The pt was started on amiodarone and digoxin for rate control. The pt was discharged to a 'care center' six days later, the site has reported that the pt died next two days later. The event leading to death is 'copd, atrial fibrillation'. The site has been unable to provide a death certificate or other source documentation regarding the pt's death. In the opinion of the physician, the relationship of the event to the target vessel is "unknown."